Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgment occurred the target lesion was located in the internal carotid artery. The physician was preparing the 10.0-31 carotid wallstent and the stent dislodged from the stent delivery system after the device was flushed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).